Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a right common iliac artery aneurysm. On (B)(6) 2011, a computed tomography revealed disease progression and aneurysm growth from the right common iliac artery aneurysm. On (B)(6) 2011, the pt's right internal iliac artery was coil embolized and the pt was implanted with two gore excluder aaa endoprostheses to treat the growing aneurysm. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: pxc181200/6984348.